Event description:
It was reported that the right ventricular (rv) lead had increased thresholds and was dislodged. During the revision procedure, the physician found that there was blood inside the rv lead under the insulation. The rv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and visual analysis showed that there was apparent explant damage. Analyst visual comment: the outer insulation is cut at 16.7cm, apparent explant damage. Blood was visible in the proximal conductor. Photograph was taken.